Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es machine had shut down and the main drawers 5.1 and 5.2 were off the bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were off the bus. A field service engineer found that the controller board in drawer 5.1 was no longer functioning and replaced it with a new controller board. Proactive inspection completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es machine had shut down and the main drawers 5.1 and 5.2 were off the bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.